Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. Interrogation of the device revealed it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Event description:
Related manufacturing reference number: 2017865-2024-22660 it was reported that the patient presented to the hospital with worsening kidney failure in early january. In the hospital, it was noted the patient was very sick and had several implanted devices to treat various diagnoses. The patient experienced cardiogenic shock, atrial fibrillation with rapid ventricular response and sepsis while in the hospital. No endocarditis was noted. The physician decided to explant the implantable cardioverted defibrillator (ICD) and right ventricular lead. During the procedure, it was noted that the stylet failed to advance in the lead. The physician attempted to use an alligator cable to extract the lead but was unsuccessful. The ICD and lead were eventually explanted successfully. Towards the end of the procedure, while the physician was explanted a different competitor device, the patient's right ventricular function was deteriorating. The physician achieved hemostasis and the procedure was completed. The patient was transferred to the intensive care unit post procedure. The physician indicated they had no complaints or concerns at that time and there was no allegation that any of the patient's diagnoses were caused or contributed to by the ICD system. The patient passed away due to sepsis and heart failure on (B)(6)2024. There was no allegation that the patient's death was caused or contributed to by the ICD system or related procedure.